Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in fair condition. Event history log review was performed and found no evidence of reported problem. During investigation the device was tested 3 times and all 3 tests passed within internal specification. However, the pump downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy plus pump, the pump exhibited "high pressure alarm". No reported adverse effects.